Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 410 mg/dl and 350 mg/dl, which was treated with a bolus delivery. Customer was not able to troubleshoot due to needing to go to work. Customer was advised to treat blood glucose with manual injection and to call back in order to troubleshoot.